Event description:
New information received notes that no programming changes were made. Patient had no symptoms.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device triggered an inappropriate af episode. Programming changes were recommended. The patient will continue to be monitored.